Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is the same as is contained in the product reference (B)(4) cleared under #510k130576. Investigation: despite several requests, neither the involved device nor the batch number were returned for analysis. However an x-ray picture taken 2 hours after implantation seems to show that the catheter was not completely mounted onto the access port cannula. Conclusion: without the device for evaluation, no certain conclusion can be drawn concerning the exact root cause of the catheter disconnection after only 6 hours of implantation. However it is worth noting that catheter disconnection is a known risk of access port implantation. The IFU's specify how to connect the catheter to the access port in order to avoid the risk of premature disconnection. The IFU state that the catheter should be mounted on the exit cannula until the catheter is in contact with the access port. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Migration of the catheter just after 6 hours of the surgery.